Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the drawer opened, but the cubie would not open. The customer reported that the malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5 was not receiving power and was not displayed in the hardware test application. A field service engineer removed the rear cover and confirmed no power to the drawer. The engineer powered down the unit and replaced the bus controller. After replacement, all pockets were successfully tested using the hardware test application, and the application was relaunched. A subsequent issue with the bioid was resolved by reseating the component and rebooting the system. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the drawer opened, but the cubie would not open. The customer reported that the malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.